Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 100 units of insulin. There was no reported impact to the customer¿s blood glucose level was 200 mg/dl. Reportedly, additional insulin was added to the existing cartridge and the load process was completed successfully.

Event description:
There was no reported impact to the customer¿s blood glucose level.